Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an atrial fibrillation procedure the lasso nav variable eco catheter the catheter stopped deflecting. The catheter was exchanged and the case was completed with no issue. No patient injury was reported. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter, it was noted by bwi failure analysis lab that one of the electrode rings was lifted. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event. It is unknown how the ring was damaged. As this catheter was returned for lasso catheter deflection issue, a deflection and contraction tests were performed. The catheter failed the deflection test. Further examination revealed that the t-bar had slid down from its place. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported initial complaint regarding catheter deflection issue was confirmed. Further investigation regarding the and ring damage found at bwi failure analysis lab that was not reported by the customer resulted in an internal corrective action that was opened to investigate this issue.

Event description:
It was reported that during an atrial fibrillation procedure, the lasso nav variable eco catheter stopped deflecting. The catheter was exchanged and the case was completed with no issue. No patient injury was reported. The complaint reported was not indicative of a reportable event. During visual inspection of the returned complaint catheter on (B)(4) 2013, it was noted by bwi failure analysis lab that one of the electrode rings was lifted. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report. Further clarification was requested in regards to the received catheter condition. No additional information has been provided to state whether this catheter condition was not noted prior or after the catheter use; if the physician had any difficulty while using this catheter that might have caused this catheter condition or able to remove the catheter safely from the patient; the type and size of the sheath used in conjunction with the catheter.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).